Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision case scheduled on (B)(6) 2017. Upon arrival and after looking at films, it was determined that a rod (l) was broken. Surgeon added that the patient was non-compliant and smoked. After surgery, he said that played a factor in the patient not fusing after his original surgery. Surgeon came to the conclusion that the patient needed support in addition to the 2 rod construct. The patient was originally implanted with another cocr rod in addition, he provided further support by adding additional rods to the construct. Two (2) additional rods were connected to the construct with connectors. Four (4) rods total. Upon removal of the broken rod, it was discovered that a crosslink was also damaged. It was broken in half. This crosslink was also replaced.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.